Event description:
A hospital in (B)(6) reported that the velcro on three opt314 junior interfaces was not holding. In two cases the issue was found while the cannula was in use on a patient. The third cannula was found to be defective before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Spare wigglepads are sold as an accessory for the optiflow junior cannula. Method: one complaint op314 cannula was returned to fisher & paykel healthcare (B)(4) and was visually inspected. The other two complaint cannulae had been disposed of by the hospital. Results: visual inspection revealed that the left loop pad (wigglepad) had partially peeled off the cannula. The loop pad has an adhesive backing when it is fitted to the cannula. There was glue residue present on the cannula but none on the loop pad material. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the loop pad appeared to have come loose due to the failure of the adhesive backing to adhere to the loop pad. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the opt314 state the following: - ensure skin is dry/prepared. - check cannula remains secure on the face. Replace wigglepads if required.